Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one resolute onyx coronary drug eluting stent was implanted to treat a lesion. It was reported that stent thrombosis occurred. It was stated that intervention was required. It was reported that a serious injury occurred.